Event description:
On november 25, 2008, boston scientific corporation was informed that during a procedure, two clips would not deploy. They would not come out of the sheath. The physician completed the case with another of the same device without any patient complications. Patient is "fine". Note: this is the second of two devices, please refer to MFR # 3005099803-2008-07373 for related report.

Manufacturer narrative:
Although the suspect device has been received for evaluation, the analysis has not been completed, the cause of the reported malfunction has not been determined.